Manufacturer narrative:
Follow-up report: 06/30/2016: device evaluatoin of electrode belt sn (B)(4) was completed. The cause for the ECG fall-off failure was isolated to thermally damaged u727 and u728 processors on the distribution node pca. A root cause investigation into the shorted components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. An internal corrective action has been issued. There is no indication of any adverse event resulting from the failure. There was no death associated with the defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry of the monitor. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. Upon inspection, the belt failed an ECG fall-off test. The root cause for the test failure is currently under investigation. A supplemental MDR will be sent upon completion of service investigation. There is no indication to suggest that the electrode belt malfunction caused or contributed to the reported treatment event. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered two treatment defibrillations. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting the treatment out of an abundance of caution. It was reported that the patient was blacked out at the time of the treatments. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor sn (B)(4): 06/01/2010 - reuse; electrode belt sn (B)(4): 04/03/2012 - reuse.

Event description:
A us distributor contacted zoll to report that a patient was treated two times while conscious and home alone. It was reported that the patient could not press the response buttons because his hand was dirty. The patient's ECG rhythm at the time of the event is unknown. The response buttons were not pressed during the treatment event. The patient went to the hospital and continued to wear the lifevest.

Manufacturer narrative:
There was no death associated with the defibrillation event. Device evaluation summary: the monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry of the monitor. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Electrode belt (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. Upon inspection, the belt failed an ECG fall-off test. The root cause for the test failure is currently under investigation. A supplemental MDR will be sent upon completion of service investigation. There is no indication to suggest that the electrode belt malfunction caused or contributed to the reported treatment event. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered two treatment defibrillations. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting the treatment out of an abundance of caution. It was reported that the patient was blacked out at the time of the treatments. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor (B)(4): (B)(6) 2010 - reuse. Electrode belt (B)(4): (B)(6) 2012.

Event description:
A us distributor contacted zoll to report that a patient was treated two times while conscious and home alone. It was reported that the patient could not press the response buttons because his hand was dirty. The patient's ECG rhythm at the time of the event is unknown. The response buttons were not pressed during the treatment event. The patient went to the hospital and continued to wear the lifevest.